Event description:
It was reported that the patient received a shock and oversensing was observed. The device was reprogrammed. Based on data analysis results it was decided to report the associated lead. Lead remains implanted at this time. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the returned data, as well as the inspection of the quality documents associated with the manufacture of these devices. The manufacturing processes for the ICD and the lead were reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance tests proved the devices functions to be as specified. The returned data were inspected thoroughly. The data document that an MRI was performed on (B)(6) 2023. The mini-dump from (B)(6) 2023 document a charged ICD battery with 3.09v. A number of 8 charging cycles was documented. The inspection of the trend data show normal values of the pacing and shock impedance. Inspection of the shock holter showed that, among the 8 charging cycles, 5 were automatic capacitor reformations and 3 were 40 j shock deliveries. The 3 shocks were delivered on (B)(6) 2023 at 08:12h, due to vt2 detection (episode 172), and were caused exclusively by intrinsic heart signals. This led to termination of the vt2 episode. The iegms of episodes 171 and 172 document the presence of noise in the far-field channel. The root cause is not determinable, however, a potential lead damage cannot be excluded. In summary, the devices were not returned for analysis. The review of the quality documents confirmed a regular manufacturing of the ICD and the lead. The analysis of the returned data revealed a normal and expected ICD functionality.